Event description:
It has been reported that the device is not working.

Manufacturer narrative:
The fse evaluated the device onsite and found the issue. The fse confirmed that the display was damaged. The bench repair technician replaced the display. The device passed all performance assurance tests. Based on the information available and the testing conducted, the cause of the reported problem was due to a damaged display. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The display was replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.